Event description:
The patient received the scs system on (B)(6) 2011. It was reported that the patient was unable to get full coverage in the pain area. The lead had invalid contacts. X-ray was taken and nothing abnormal was observed on the x-ray. The patient had fallen several times from passing out due to other illness. The lead was replaced by a new lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.